Manufacturer narrative:
Technician found that the cover plate was bent. Corrected the rail to resolve the issue.

Event description:
Information received indicated that the side rails were not locking.